Event description:
It was reported that after a da vinci-assisted radical surgical procedure, the permanent cautery spatula instrument was found defective. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-apr-2026: some arms were missing from the wheels that attach to the mechanism connecting to the robot arm. Some arms had exposed wiring and were non-functional. Some arms had cabling that had snapped at the elbow of the device.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.